Event description:
It was reported that within one week of implant, the patient experienced chest pain. Echocardiography discovered a small effusion, with myocardial perforation, tamponade, low impedance, and high thresholds also noted. The rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.